Manufacturer narrative:
The pump had communication with the glucose meter and gave a failed radio frequency alarm during the self test due to a faulty component on the radio frequency board. The pump had moisture damage on all electronic assemblies. The pump also had minor scratches on the lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed self-test. Customer's blood glucose at time of incident was unknown mg/dl. The customer could not finish the troubleshooting because pump would not finish self-test and would get the alarm again. The customer will receive replacement pump.